Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. The user reported lot 23008 was associated with the complaint. Wly1112 lot 23008 was released on 10jul2023. A review of the release record confirmed there were no anomalies or issues associated with the manufacture of this lot. All welly bandages released by welly quality to date have met: (1) all test specifications, (2) all release requirements, (3) been manufactured per the approved specification. The risk to the consumer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On 04-sep-2024, a spontaneous report was received via email from consumer regarding a 23-year-old female consumer. Additional information was received on 06-sep-2024, which was incorporated into this report. On 02-sep-2024, the consumer topically applied one bandage from a welly flex fabric and waterproof bandage refill pack to her inner thigh over a pimple to prevent it from rubbing on her pants after cleaning the area. After wearing the bandage for 3.5 hours, she took it off and her skin ripped in two areas. One area was the size of a quarter, and the other was thumbnail sized. She had pain in the areas, and she had difficulty walking due to it rubbing while she walked. On (B)(6) 2024, she went to an urgent care and was prescribed clindamycin ointment and was advised to use a+d ointment. As of (B)(6) 2024, the areas were getting slightly better, she was able to walk normally, and she still had some pain. She did not anticipate having any healthcare provider appointments but was advised to follow up if her symptoms became worse. No additional information was provided.